Event description:
It was reported one hour post replacement operation the patient was not feeling stimulation. Impedances were checked and they were a little over 1500 ohms and some were above 2000 ohms. On the date of this report the patient's implantable neurostimulator (ins) was replaced and an adaptor was added. It was confirmed the port was correct on the ins. It was noted all electrodes were turned on, the voltage was increased to 10.5 volts and the patient did not feel any stimulation. Additional information received the next day reported the impedances had not resolved. It was noted they were actually fluctuating and got higher 30-45 minutes after surgery. The patient's physician suggested fluid and that the patient be seen by a manufacturer representative on (B)(6) 2012, for further evaluation and then the patient would be seen 2 days later by her neurosurgeon. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient was seen at her doctors on (B)(6) and the impedance check revealed electrodes within normal limit range and lower than post-op from her battery replacement a month previous. It was noted that the patient still felt no stimulation and had right chest wall pain. The patient had falls and extensive abdominal surgery prior to her battery replacement and currently had in place a four-contact percutaneous lead that was placed in 1993. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6)1992, product type extension; product ID 7434-e, serial# (B)(4), product type programmer, patient; product ID 3888, lot# l31712, implanted: (B)(6) 1993, product type lead. (B)(4).